Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise issue could not be conclusively determined.

Event description:
During a follow up, ventricular noise was noted. The device was replaced and remained implanted and inactive. The patient was stable.